Event description:
It was reported the intra-aortic balloon pump (iabp) power got shut down during use. The staff tried to turn the power on by battery but was unable to. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of shut down unintentionally is not confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the UDI number has been placed in the field, as it was noted missing when the inital MDR was submitted.

Event description:
It was reported the intra-aortic balloon pump (iabp) power got shut down during use. The staff tried to turn the power on by battery but was unable to. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of shut down unintentionally is not confirmed. The returned power supply passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was not performed. There was no confirmed product failure with the returned sample. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: the UDI number has been placed in the field, as it was noted missing when the inital MDR was submitted. An error was found when submitting the MDR follow-up report. No analysis of production records were performed. The code has been placed in error. Corrected data:

Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon pump (iabp) power got shut down during use. The staff tried to turn the power on by battery but was unable to. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon pump (iabp) power got shut down during use. The staff tried to turn the power on by battery but was unable to. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned for investigation. The reported complaint of iabp shut off in use is not able to be confirmed. The root cause of the complaint is undetermined. Additional information indicates the pump was serviced by a service technician and the issue could not be reproduced. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.